Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed infection at implant site and subsequently was treated with antibiotics (type and date not reported). The implanted device remains.